Manufacturer narrative:
Follow-up information received on (B)(4) 2014: after an internal review it was observed that the case (B)(4) was a duplicate of this one; all of the information from (B)(4) is being transferred to this case now. Consumer information added. The patient had essure inserted one year ago, as permanent birth control. Three days after insertion, she has had a lot of problems since insertion of essure. Her periods were irregular, she has bleeding, she cannot remember things, she can't walk, it hurts to bend over, and anxiety. She stated she cannot find a physician to take them out with her insurance. She stated she sees about 3 doctors a week (15 different doctors in 7 months), and had multiple pain medication (30 different prescriptions), been through physical therapy, and numerous tests, and is told there is nothing wrong with her. Approximately 2 months after insertion, she was told that they could not find a coil. On an unknown date she had a laparoscopic, a dilatation and curettage and was told the coil was not found. On an unknown date, she had an MRI and her and tongue was swelled up. In (B)(6) 2013 she had a colonoscopy and was told she had swelling. The patient went to the emergency last week and was diagnosed with diverticulitis. She had a kub last week and is awaiting test results. She stated she has contacted lawyers and the FDA. This case is potential legal case. Follow up information received on (B)(6) 2014: although contact attempts were performed, further information was not received. Follow up information from (B)(6) 2014: ptc assessment. Final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. This case included a report of device dislocation which also is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Follow up information received on (B)(6) 2014 from consumer: pregnancy was denied. On (B)(6) 2012, essure (lot number a45104) was inserted. She started feeling symptoms 3 days after the essure was placed. On (B)(6) 2014, consumer was submitted to a hysterectomy to remove the essure because she was allergic to it. She found out after the hysterectomy that the essure was placed wrong. Physician cut the essure in half. The fragments that are left are still placed in the same spot that they were placed. She stated that had a d and c and that was submitted to a laparoscopic hysterectomy to find out where the coils where placed. Ever since, her period and problems had gotten worse. The allergic reaction has gotten worse. She was taking birth control to cure all her problems. But still has essure in place. She filed with the FDA (mod number mw5033677). She stated that is searching for an attorney for medical malpractice and wanted to remove the rest of essure. After internal review on (B)(4)2014 the following correction was done: this case was considered potential legal case. Follow up information received on (B)(4) 2014: no new information. Company causality comment: this case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lots of health problems- they are killing me from the inside out, bleeding, she can't walk, went to emergency last week and was diagnosed with diverticulitis and allergic to essure. This case is not medically confirmed. This case was regarded as incident since the consumer was submitted to a laparoscopic hysterectomy and underwent a dilatation and curettage to find out where the coils where placed. These events are considered serious due to medical importance; bleeding and allergic to essure are listed in the reference safety information for essure, while other events are unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred 3 days after device insertion; therefore, a causal relationship with essure cannot be excluded. Lots of health problems- they are killing me from the inside out in an unspecified event and it is not possible to understand what these health problems are and how are they killing her. Thus, the causal relationship between this event and essure use is considered not assessable. Causal relationship between bleeding and essure use cannot be excluded. According to the pathophysiology of diverticulitis and the possible causes of can't walk, a causal relationship between these events and suspect drug is unlikely. Additionally, non-serious events were reported: periods are irregular, she cannot remember things, it hurts to bend over, anxiety, they could not find a coil, tongue swelled up, essure was placed wrong and the doctor cut the essure in half. Ptc assessment: based on the information available, there is no reason to suspect a quality defect.

Manufacturer narrative:
Ptc investigation result received on 24-dec-2014. Ptc global number (B)(4). Final assessment: follow-up complaint opened since lot number was received. Lot number a45104 is a valid lot number. MFR date: 08/2012 exp date: 08/2015. Bleeding is the process of losing or emitting blood. Probable causes for bleeding: physician technique and experience; complication(s) during implantation; undiagnosed perforation; inaccurate placement of the micro-insert in the fallopian tube by the physician; patient's pre-existing condition(s) that impact ability to tolerate the implanted micro-inserts. According to the product IFU, abnormal vaginal bleeding is a known adverse event and risk of the essure procedure. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Bleeding is an anticipated event. Medical assessment: this ptc was initiated due to usability issues (misuse, deployment issue) and a reported product issue. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. The reported adverse events are not indicative of a quality deficit per se. 3 further ae case reports have been received to date in relation to this batch, but none of those refers also to similar adverse types of events. No batch signal could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lots of health problems - they are killing me from the inside out, bleeding, she can't walk, went to emergency last week and was diagnosed with diverticulitis and allergic to essure. This case is not medically confirmed. These events are considered serious due to medical importance; bleeding and allergic to essure are listed in the reference safety information for essure, while other events are unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred 3 days after device insertion; therefore, a causal relationship with essure cannot be excluded. Lots of health problems- they are killing me from the inside out in an unspecified event and it is not possible to understand what these health problems are and how are they killing her. Thus, the causal relationship between this event and essure use is considered not assessable. Causal relationship between bleeding and essure use cannot be excluded. According to the pathophysiology of diverticulitis, a causal relationship between this event and suspect drug is unlikely. This case was regarded as incident since the consumer was submitted to a laparoscopic hysterectomy because she was allergic to it and underwent a dilatation and curettage to find out where the coils where placed. Other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Medical records received on 09-mar-2016. New reporters were added. Her weight was (B)(6). Her medical history included allergy to iodine, tape and latex. She drinks alcohol occasionally and use one cigarette ppd (4 total pack years). She had 3 pregnancies and 2 parities (vaginal delivery). On (B)(6) 2012, risks and benefits explained to the patient prior to the essure insertion procedure including bleeding, infection, bladder injury, bowel injury, uterine perforation, tubal injury, any unforeseen injury, benefits of tubal sterilization. Toradol and general anesthesia (fentanyl, lidocaine and propanol) were used. The anterior lip of the cervix was grasped with a single-tooth tenaculum and the cervix was adequately dilated. First, the left tube was occluded using the essure device by the placement of the black and the sleeve was pulled back until the device was identified. The device was pulled back until the gold band was identified and the device was released with adequate placement and hemostasis noted. The same was repeated on contralateral side with adequate placement and hemostasis was noted. She tolerated the procedure well. On (B)(6) 2013, hsg (hysterosalpingogram) was done and appropriate bilateral tubal occlusion with no free spill or extravasation was reported. On (B)(6), patient was submitted to d and c (dilation and curettage), hysteroscopy, laparoscopy and aspiration of ruptured hemorrhagic ovarian cyst. Preoperative diagnosis were menorrhagia, dysmenorrhea. Post operative diagnosis included: menorrhagia, dysmenorrhea, uterine prolapse, pelvic congestion, ruptured hemorrhagic ovarian cyst. Operative findings: at d and c, cervix firm, second-degree descensus, uterus 9 to 10 weeks, mobile, adnexa negative. At hysteroscopy, the uterine cavity was smooth without any evidence of polyps or tumors. At laparoscopy, the uterus was retroverted and prolapsed from the cul-de-sac around 10-week size. Marked pelvic congestion was noted. Evidence of previously ruptured ovarian cyst with about 30 ml of serosanguineous fluid in the posterior cul-de-sac, which was aspirated. On (B)(6) 3013 pathology report from endometrial curettage, dilatation and curettage: fragments of benign secretory endometrium. On (B)(6) 2014, she was admitted to hospital with chronic pelvic pain, progressive and painful (dysmenorrhea) and heavy vaginal bleeding during menstruation. Her periods were lasting for 6 days, every 15 to 18 days, associated with dysmenorrhea. She claimed following the procedure, she started having a lot of pain and bleeding secondary to allergic reaction to the essure. She took norco and tramadol without relief of symptoms. Oral contraceptive pills failed to control symptoms. She requested definite treatment in the form of hysterectomy. On examination, uterus was globular, enlarged about 11 weeks size and tender. Patient underwent vaginal hysterectomy, bilateral salpingectomy, and intraoperative cystoscopy. Postoperative diagnoses were menometrorrhagia, pelvic pain and adenomyosis of the uterus. The postoperative period was uneventful. She had normal bowel and bladder function. Wound was healing satisfactorily. She was sent home on second postoperative day in an ambulatory condition. The pathology report was consistent with adenomyosis of the uterus, bilateral paratubal cysts, and the uterus weighing 140 gm. There was no mention about the essure in the official report. On (B)(6) 2014, she felt heartburn, gas pain, and no bowel movement with history of reflux esophagitis before. On (B)(6) 2014, she complained of constipation. On (B)(6) 2014, she complained of sided mid abdominal cramping x 2 days on (B)(6) 2014, she reported diverticulitis, ibs- irritable bowel syndrome, inflammation in ribs, lumbar bulging disc, post -traumatic stress disorder and scoliosis. On (B)(6) 2014, she complained of pelvic pain. She did laparoscopy, ablation of endometriosis and lysis of adhesions. Findings included diffuse pelvic adhesions. Uterus was absent. The right ovary and tube was visualized. However, there was too much scar tissue to be able to separate the two and with closed attachment of the bowel to the laparoscopy. The left tube and ovary were not visualized because of the extensive scar tissue and the peroneal sac. Endometriosis implants also were noted around this area. Company causality comment: this potential legal case report refers to a (B)(6) female consumer who had essure inserted and experienced bleeding/menorrhagia and left pain/dysmenorrhea. She was submitted to a laparoscopy and dilation and curettage and they could not find a coil. During this surgery a ruptured ovarian cyst was diagnosed and treated. Later, she underwent a hysterectomy with bilateral salpingectomy due to pain and bleeding; the consumer believed she was allergic to essure. After this surgery, she had pelvic pain and during a laparoscopy, endometriosis (with pelvic adhesions) was found. It is unclear if essure was completely removed after these procedures (consumer mentioned physician cut one coil in half and that another surgery would be required to remove the remaining coil. However, no information about coil removal was mentioned in medical records). The consumer was also diagnosed with diverticulitis and reported lots of health problems. Only lots of health problems, endometriosis and diverticulitis are unlisted in the reference safety information for essure. In this case, consumer had a ruptured ovarian cyst diagnosed at the time of her first surgery (laparoscopy). Additionally, after her second surgery (hysterectomy) adenomyosis and endometriosis with adhesions were diagnosed. These conditions could be alternative explanations for consumer's pain and bleeding. However, considering essure safety profile and given event's nature, causality with the suspect insert cannot be totally ruled out. The reported diverticulitis, ruptured ovarian cyst and endometriosis were considered as unrelated to essure, due to the local action of the device into the fallopian tubes and based on events' pathophysiology. This case was regarded as incident, since surgical interventions were required due to the events. Other non-serious events were reported. Based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Follow-up information was received on 12-sep-2014. Consumer was the worst case scenario that can happen with essure. She has been to 2 major hospitals and over 90 doctors and they could not help. She has been to pain management, physical therapy, and was on 10 medications and still having problems from essure. She was allergic and experienced painful periods, endometriosis, pelvic congestion and prolapse. In (B)(6) 2013 an u/s was done after she started having a lot of issues and the essure coils were not even found. In (B)(6) 2013, she had a d and c (interpreted as dilatation and curettage), laparoscopic hysteroscopy, and colonoscopy done to find placement of coils and they did not tell her anything. She received her medical records and she saw that she has cysts on ovaries and everywhere. In (B)(6) 2014, she underwent hysterectomy and the physician cut one coil that very little of it was in the uterus and from tube where it should have been properly placed (right side) so a little bit is still in her on that side. On the left side where she was having most of her pain so that she can hardly walk, almost entire coils was still in her. She also experienced ibs (interpreted as irritable-bowel syndrome), diverticulitis, rib inflammation on left side (some it is) and many other itis's, nose polyps that started on left nostril and now also in right nostril (discovered about 6 weeks ago). They had no idea what damage that was doing to her from the coils not being placed right. She was seeing 2 therapists. She was fine before essure inserted, had no problems. She even called a place where they were having a seminar essure and asked to speak to someone about that. Removal of theses coils was no longer in her doctor's scope. She had many other problems. Another hsg was done recently and her coils were like an eyeball, one was in a c shape and the other one is a straight line. She was asking whether she has to die like the other woman or have a heart attack before someone would speak to her. Her physician has removed coils from 4 other women and did not have that problem. She has not recovered at the time of this report. U/s, hysterectomy and partial removal of essure coils, baclofen, albuterol inhaler (ventolin), zantac, flonase, xanax, prilosec, norco, toradol, buspar, zyrtec were reported as treatment of the adverse event. Essure was not removed. No further information was provided. Company causality comment: this case report refers to a female consumer who had essure ( fallopian tube occlusion insert) inserted and experienced lots of health problems - they are killing me from the inside out, bleeding, she can't walk, went to emergency last week and was diagnosed with diverticulitis and allergic to essure. This case is not medically confirmed. This case was regarded as incident since the consumer was submitted to a laparoscopic hysterectomy and underwent a dilatation and curettage to find out where the coils where placed. These events are considered serious due to medical importance; bleeding and allergic to essure are listed in the reference safety information for essure, while other events are unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred 3 days after device insertion; therefore, a causal relationship with essure cannot be excluded. Lots of health problems- they are killing me from the inside out in an unspecified event and it is not possible to understand what these health problems are and how are they killing her. Thus, the causal relationship between this event and essure use is considered not assessable. Causal relationship between bleeding and essure use cannot be excluded. According to the pathophysiology of diverticulitis, a causal relationship between this event and suspect drug is unlikely. Other non-serious events were reported. An initial product technical analysis (ptc) concluded that based on the information available, there is no reason to suspect a quality defect, nevertheless since lot number was provided during follow-up an updated ptc analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 05-nov-2015 and 06-nov-2015: case is now a legal case. Legal claim was received. Due to a reaction to the consumer's subject essure device, she underwent a hysterectomy and removal of the subject essure device on or about (B)(6) 2014. After the surgery, consumer experienced pain and discomfort. An x-ray on (B)(6) 2014 confirmed that only half of the subject essure device was removed from her body. She will require future surgery to remove the remaining device. Company causality comment: this non-medically confirmed, potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lots of health problems - they are killing me from the inside out, bleeding, she can't walk, went to emergency last week and was diagnosed with diverticulitis and allergic to essure. These events are considered serious due to medical importance; bleeding and allergic to essure are listed in the reference safety information for essure, while other events are unlisted. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, the event occurred 3 days after device insertion; therefore, a causal relationship with essure cannot be excluded. Lots of health problems- they are killing me from the inside out in an unspecified event and it is not possible to understand what these health problems are and how are they killing her. Thus, the causal relationship between this event and essure use is considered not assessable. Causal relationship between bleeding and essure use cannot be excluded. According to the pathophysiology of diverticulitis, a causal relationship between this event and suspect drug is unlikely. This case was regarded as incident since the consumer was submitted to a laparoscopic hysterectomy because she was allergic to it and underwent a dilatation and curettage to find out where the coils where placed. It was reported that she will required future surgery to remove the remaining device. Other non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This spontaneous case report was received from a consumer in the united states on (B)(6)2014 with request for support to remove the essure. The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced lots of health problems, they (essure) are killing her from the inside out. No information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. Consumer had not had an accident and had not got hurt in the past. On an unspecified date, the consumer had essure (fallopian tube occlusion insert) implanted. Consumer reported she is having lots of health problems. Her doctors keep asking her if she got in an accident or got hurt. Nothing had happened to her except being inserted with essure. Consumer asked to get support to get the essure out since they are killing her from the inside out. No further details were reported.